Event description:
Filterwire was inserted into patient's body, position was verified by fluoro before attempted deployment. Physician noted the filterwire basket was stuck in the delivery lumen and unable to be safely deployed. Device was removed from the patient without harm.